Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. 23 cm distal to the df4 connector pin, the inner conductor cable was found fractured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces in the device pocket area. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that after the implantation period of estimated 34 months oversensing with artifacts and increase of pacing impedance were noted via remote monitoring. Lead breakage was suspected. The defibrillator was deactivated and later the lead was explanted and replaced.